Event description:
It was reported that the patient's blood glucose level dropped to 30 mg/dl range while wearing the pod for an unknown duration. The patient reported experiencing severe hypoglycemia while using an active pod, with glucose readings becoming undetectable and the patient being unable to monitor their glucose level. The patient stated that they automatically switched from automated to manual mode which impacted their blood glucose level. The patient was found soaked in sweat, and emergency medical services were contacted for assistance. On (B)(6) 2026, paramedics responded to the patient's home and provided treatment for hypoglycemia. The patient reported that medical personnel performed assessments and administered a glucose-containing drink to increase blood glucose levels. Within approximately 30 minutes, the patient's glucose readings improved. The patient further reported experiencing issues over the last 6 months, receiving automatic delivery restriction error messages.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.